Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to hypoglycemia and gash on (B)(6) 2024. The blood glucose level was 29 mg/dl at the time of event. No further information was available.